Manufacturer narrative:
Medical device brand name: bd insyte autoguard bc shielded IV catheter blood control technology 24ga 0.75in a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure. After venipuncture, the hcp pressed the activation button but the needle was not retracted.

Manufacturer narrative:
H.6. Investigation: bd received an unused 24 gauge insyte autoguard blood control unit from lot 0016718 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no obvious damage to the grip, barrel, spring or hub. Next, the unit was expected under a microscope and adhesive was found on the button and grip of the unit. The adhesive caused a different texture than the grip and created an uneven surface on the button. This adhesive also bonded the button and grip together preventing the device from retracting successfully. Based off the visual and microscopic inspection the engineer was able to verify the reported defect. It was determined that the excessive adhesive was the root cause of this defect. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure. After venipuncture, the hcp pressed the activation button but the needle was not retracted.